Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibit high impedance, varying impedance, and noise. Programming changes were offered, but the patient and physician decided to monitor the lead and not make any changes. The lead remains in use. No patient complications have been reported as a result of this event.